Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from approximately 50 mg/dl to 70 mg/dl and it was addressed with soda. Reportedly, the customer stated that the suspected cause of the bg level was due to stomach issues.